Manufacturer narrative:
The reported event, for perforator bit failure to disengage, was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was an unintentional durotomy and a brain contusion as a result of this event. It was further reported that the event caused a 15 minute delay. It was also reported that the surgery was completed successfully without any complications to the patient.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product not available for return.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was an unintentional durotomy and a brain contusion a result of this event. No further information was provided.